Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that the patient developed a painful skin rash with redness and minor swelling around the lead site and all over her back following a trial procedure. The patient was receiving steroid and injection for the pain. The patient was admitted to the hospital and physician stated that it was a direct result of the chloro-prep skin solution used to prep the skin prior to the start of the surgical procedure. It was believed to be not device related. The patient underwent lead pull. The patient was feeling much better.